Manufacturer narrative:
Product analysis: it was determined at analysis that the radiofrequency (rf) head failed both bench and functional tests due to corrosion and rust resulting from liquid ingress. The rf head was scrapped and the replacement rf head passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The radiofrequency (rf) head was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.